Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the catheter was inserted on (B)(6) 2014; on (B)(6) 2014 it was noticed that the distal extension line leaked. The catheter was removed and a new one successfully used; no clinical consequence or injury reported for the pt.